Event description:
It was reported that during the case when the surgeon went to start the meniscectomy procedure, the device started working but it stopped functioning. Case: mpfl (medial patellofemoral ligament reconstruction) with a meniscectomy. The first part of the procedure mpfl was completed. Since the facility did not have any backup devices, the surgeon decided to close the area and was not able to complete the case. The surgeon decided to postpone the meniscectomy for another day due to the parts not functioning.

Manufacturer narrative:
Patient demographics (date of birth, was requested but not provided.) No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This complaint is still under investigation. At the current time the cause of the event cannot be determined. This device is being returned to the manufacturer. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.